Manufacturer narrative:
The field service representative replaced the pinched rinse tubing, cleaned serum off of the sample probe, and checked wash station and rinse levels. Calibration and qc were within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 1.89 mg/dl. The technologist did not believe the result and repeated the sample. The repeated result was 8.41 mg/dl. The repeated result was believed to be correct. The erroneous result was not reported outside of the laboratory. The reagent lot number and expiration date were not provided.